Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep. Is reporting to us that during an arthroscopic knee repair, a portion of the distal tip of an biointrafix hex driver broke off into the screw whilst the surgeon was driving the screw into the bone tunnel. The fragment was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and visually evaluated. It is noted that the complaint device is in two pieces; the majority of the distal end is broken off. The device has signs of torsional or rotational stress; the metal is twisted and deformed at the break area, which is indicative of having had, for whatever reason, excessive mechanical force applied. No lot number has been supplied, which precludes conducting a bath history review. We are attributing the device's condition to technique, a user issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.